Event description:
It was reported that the handpiece continued to run on its own during testing. There was no patient involvement and no adverse consequences reported.

Manufacturer narrative:
The handpiece has been received at the manufacturer for investigation. An evaluation was conducted and the original complaint of the device running on its own was not confirmed. According to the investigation details, the windings in the motor assembly were shorted out and are burnt, and corrosion and debris were found on the rotor assembly. The press plug, rotor, and drive pin, along with other components, were replaced.